Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2010. It was reported that she is experiencing burning and numbness in her hand due to her holding the programmer wand. In addition, it was alleged that her scs system is not addressing her pain. A consultation with the pt's physician has been recommended to address these issues.